Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a an unspecified red alert had been generated for this system. A boston scientific technical services consultant documented and discussed the clinical observations. No adverse patient effects were reported.